Event description:
It was reported that customer experienced keypad anomaly. It was reported that the act button responded intermittently. It was also reported that screen display had poor visibility. Customer's blood glucose was between 100 mg/dl and 110 mg/dl. Insulin pump will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.